Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up showing non-sustained oversensing on the ra lead due to crosstalk as atrial pacing was being sensed on the ventricular channel. It was noted that the oversensing did not affect therapy as the patient always had intrinsic conduction. Programming changes were recommended. Patient will be monitored.